Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Related product family: starter material number: m001491561 returned product expected: no device/procedure outcome: unable to use device - attempted,procedure - no information available patient outcome: f26: no health consequences or impact event description: per medwatch form, it was reported that: rosen wire (ref# m001491561) and farawave 31mm catheter got tangled together and doctor removed both from patient's body, the wire started to fray and tangle with the farawave ablation catheter and was unable to be removed from it. Refrence report: mw5177091. Pt code: 4582. Device code: 1262. Event date: 2025-9-18. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025, type of procedure: no value found, country of event: united states, country of original implant use: no value found, implant date: no value found, explant date: no value found, oos date: no value found, initial reporter: yes, person type: physician, facility/business name: no value found, title: dr. First name: no value found, middle name: no value found, last name: no value found, address 1: no value found, address 2: no value found, city: no value found, state/province: no value found, country: united states, zip/postal code: no value found, phone: no value found, email: no value found, fax: no value found.